Manufacturer narrative:
Records indicate that the implant met the specifications and were approved for product release. Ace surgical has not been issued the failed implant. Physical analysis cannot be performed. The reported event has been determined to be a post-placement/pre-load implant failure. This implant loss suggests that the source of the problem was likely to stem from procedural errors and/or the lack of osseointegration. During the procedure, there many have been over torqueing of the abutment causing the implant to come off with the abutment. The loss of integration or the non-integration of an endosseous dental implant is a known inherent risk of the procedure as described in this product's instructions for use.

Event description:
Complaint indicates that four months after implant placement, the cover screws were replaced with the healing abutment. Later when trying to remove the healing abutment the implant came off with the abutment. Bone quality at time of implant failure was type iii.